Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 37 and 48 hours. The pink slide insert did not move into the viewing window indicating a needle mechanism failure. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.